Event description:
The caller alleged discrepant results when repeated the test with the inratio meter. The result are as follows: 3.3, 4.3.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 3.3, 4.3, average 3.8, stdev 0.71, %cv 18.61. As per internal procedure rev.2 the %cv is less than 20 the criterion is met. The product will not be investigated. The patient was also in medicine like warfarin, metoprolol, lipitor, amlodine, actose, lovothroxine, nitroglycerin, tramadol. As per user guide rev.c section "what causes unexpected results" "certain prescription drugs and over the counter medications can affect the oral anticoagulants. Starting, stopping, or changing the dose can affect the inr value.